Event description:
The pt had difficulty speaking and left side weakness. Possible difficulty breathing. The pt had a history of coronary artery disease and skin cancer. The pt presented with a nihss score of 14-15 and was treated for a stroke in the right m1 with the penumbra system 054 and 2 mg ia tpa concurrently. The penumbra system 054 was placed coaxially with a psc032 and 016 guide wire. During treatment, an air embolus was injected through the penumbra system catheter. This event was not considered a serious adverse event. It was considered mild in severity possibly related to the penumbra system, probably related to the angiographic procedure, was resolved with no necessary action. In addition, on (B)(6) 2010, the pt aspirated the contents of their oral tube when they tried to pull it out and died of aspiration pneumonia on (B)(6) 2010. This event was considered life-threatening serious adverse event and unrelated to the penumbra system and the angiographic procedure.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: air embolism is a potential adverse event with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The report of these events came from data collected for the post-market clinical study (B)(4).